Manufacturer narrative:
The device is nearly 8 years old and not under a service contract - the hospital has not ordered a service dispatch after the event. Dräger reached out to the hospital to obtain further information but the contact person named in the ufr could not provide additional details. Hence, the description of event in the ufr was the single source of information which allowed no case-specific evaluation. The malfunction was described as failure to ventilate in automatic as well as in manual ventilation mode; a failure of the ventilator motor was suspected. Dräger cannot agree with this postulation since a failure of the ventilator motor would not affect manual ventilation with the built-in breathing bag; the device design was even allowing manual ventilation including gas dosage in switch-off state - the procedure to establish emergency gas dosage is explained in detail in the IFU. In fact, there's no single fault condition imaginable which would make both automatic ventilation as well as manual support impossible. Given that automatic ventilation has stopped for whatever reason, the user may have not set the apl valve to man/spont afterwards before starting manual ventilation. There are other scenarios imaginable as the root cause for the reported event; a reliable conclusion is not possible due to lack of information. Finally, the reported issue may have been caused by component malfunction, infrastructure issues, lack of preventive maintenance or a combination of these. Even use error cannot be excluded as a contributing factor since manual ventilation should always work as explained. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly exhibited a malfunction when surgery was under way and that neither automatic nor manual ventilation was possible. As per report, the users replaced the device in a controlled maneuver with no resulting health consequences for the patient.